Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar curved scissors instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. The instruments grip knob was fully functional. The grip knob was manually rotated with no issues. The instruments drive rod extended and retracted as expected when turning the knob. No product issue was identified. The probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results. Additional observation(s) not reported by site: the instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.07 mm x 2.28 mm in size. Additional common causes include improper installation or removal of the tip accessory. The probable root cause of a damaged tube adapter and detached fragment is attributed to either tip accessory installation issues or damage during use such as inadvertent collisions with other instruments.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the single port monopolar curved scissors instrument had a broken knob. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer but was unable to obtain any additional information on the complaint.